Event description:
It was reported through a literature article, following the implant of a right atrial (ra) leadless pacemaker (lp), the patient experienced an atrioventricular fistula. A surgical intervention was performed to resolve the atrioventricular fistula. Additional information has been requested. Further information can be found in the literature article titled "first short-term european experiences with dual-chamber leadless pacing: early safety and electrical outcomes compared with transvenous systems".

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.